Event description:
A customer obtained an erroneously elevated troponin (accu tni) result, above the ami cut-off, that was generated by the unicel dxi 600 access immunoassay system for one patient. Rerun of the initial sample and additional samples produced results within the normal reference range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in bd lithium heparin plasma tubes. The customer centrifuges samples at 3,600 rpm for six minutes. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched: per fse, the original sample (1/1) was moderately hemolyzed upon visual inspection. The fse verified hardware and performed a high sensitivity system check and a 150 replicates accutni precision test; all testing passed within the instrument and assay specifications. A definitive root cause has not been determined to date for this event.